Manufacturer narrative:
The complaint of no flow / can't prime on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a tego¿ connector where the customer reported that blood won't flow with tego cap. There was patient involvement but no patient harm was reported as a consequence of this event.